Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4) displayed user advisory (ua) 18 (max take-up revolutions exceeded)," which was confirmed based on the archive data review but not during the functional testing. No device malfunction was observed during the testing, and the autopulse platform functioned as intended. The root cause of the reported ua18 was either the patient's chest was too small while sizing the patient (take up) or there was no patient on the platform. Upon visual inspection, unrelated to the reported complaint, noted a crack across the screw well area of the front enclosure. The root cause was likely attributed to mishandling, such as a drop. The front cover was replaced to address the reported complaint. The archive data indicated ua18 on the reported event date, thus confirming the customer's reported complaint. In addition, unrelated to the reported complaint, further archive review indicated several ua07. The load sensing system has detected a weight/load imbalance between the two load cells. The autopulse platform passed the functional testing with no error or fault. The customer reported ua18 and the ua07 observed in the archive were not reproduced during the functional testing. Load cell characterization results confirmed both load cell modules function within the specification. The root cause of the ua07 messages observed in the archive was the patient not being correctly oriented on the autopulse platform or have shifted. The platform was re-evaluated through the run_in test using the 95% patient test fixture (lrtf) with good known test batteries until discharged, and the platform passed without any fault or error. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient/manikin is out of position, or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, press restart to clear the ua. Zoll is awaiting customer approval for service repair. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
A 64-year-old male patient went into cardiac arrest in a nursing home, and within minutes bystander CPR was performed by a nursing home staff for approximately 20 minutes. The ems crew deployed the autopulse platform (sn (B)(4), and upon powering on, the platform displayed user advisory (ua) 18 (max take-up revolutions exceeded). The manual CPR was continued for eight more minutes. Rosc (return of spontaneous circulation) was not achieved, and the ems called to discontinue CPR. The patient did not survive, and death was not believed to be attributed to the autopulse malfunction. The patient had a medical history of chronic obstructive pulmonary disease (copd). No further information was provided.